Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed replaced the oridion module and now is getting a 500.5040 error. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I let biomed know since he replaced the oridion module using the kit, it also came with a new logic board. He will have to flash the unit to his current software level to clear the error. Biomed will flash the module and he ended call.